Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a 450cc mentor memorygel breast implant and had right sided baker¿s grade iii capsular contracture diagnosed by a physician post procedure. Bilateral replacement surgery with allergan implants was performed and the surgeon noted that in addition to capsular contracture, the implant was ruptured. On 2/22/2019 additional information was received by mentor that capsular contracture (baker's grade unknown) was also present on the left side. This report relates to the left side. See 1645337-2019-08739 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 194952 number on (B)(6) 2019, and no non-conformance's related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).